Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the main keypad assembly to resolve the reported issue and then observed proper device operation through functional and performance testing.  It was noted that the shock button had a partial open in the circuitry.  The device was then returned to the customer for use.

Event description:
The customer reported while monitoring a patient and preparing to deliver a defibrillation shock, the device abruptly aborted the defibrillation charge after completing the charge cycle. The customer indicated that the unexpected loss of charge occurred when the shock button was pressed on the device. There was no further information made available on the reported event. The customer did indicate that the patient did not suffer any adverse outcome, and was unable to provide any additional details on the patient.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.